Manufacturer narrative:
H6- device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens -11.5/1.5/166 (sphere/cylinder/axis) was implanted in vertical position into the patient's left eye (os) on (B)(6) 2023. The lens was later exchanged with a same length lens due to low vault and the problem resolved. Cause is reported as unknown.